Event description:
Procedure performed: unknown. Event description: a fault has occurred with item sku 153343, ref: ctf03, lot: 1411612, supplied from the ndc. On (B)(6) 2021 during the thoracic part of the procedure it was noticed that the tip of 5mm trocar was missing. Presumed in patient but not found due to small size and plastic , not show on xray. Expiry date of product march 2024. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 5: (B)(4) [MFR report # 2027111 - 2022 - 00557] complaint 2 of 5: (B)(4) [MFR report # 2027111 - 2022 - 00558] complaint 3 of 5: (B)(4) [MFR report # 2027111 - 2022 - 00596] complaint 4 of 5: (B)(4) [MFR report # 2027111 - 2022 - 00597] complaint 5 of 5: (B)(4) [MFR report # 2027111 - 2022 - 00598] a fault has occurred with item sku 153343, ref: (B)(4), lot: 1411612, supplied from the ndc. On 16/12/2021 during the thoracic part of the procedure it was noticed that the tip of 5mm trocar was missing. Presumed in patient but not found due to small size and plastic , not show on xray. Expiry date of product march 2024. No of instances: 2-5. Additional information received by email from applied medical representative on 21apr22: I have tried to follow up with this and no one will respond to me.. Patient status: no patient injury has been reported.